Manufacturer narrative:
(B)(4). Foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient experienced a dental implant loss.